Event description:
On (B)(6) 2012, the patient contacted animas and reported that the ok keypad button was "soft and did not spring back when pressed." The patient stated that the keypad was thinning in the area of the ok button; the button could be felt underneath the rubber keypad when it was pressed, and the button symbol was worn off. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the unresponsive keypad issue. There was no visible damage to keypad. All buttons respond properly. Removed keypad and found contamination under the up, down, and contrast contacts.